Event description:
During a procedure at l5-s1, while surgeon was using the threaded drill guide (# (B)(4)) in the ti anterior tension band plate ((B)(4)) and the drill guide splayed out. The correct trajectory of the drill could not be achieved and the screws would not lock onto the plate. The plate was removed, surgeon selected another plate and the procedure was completed without further incident. This file is open on the plate. This complaint is 2 of 2 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record revealed this lot met all specifications with no anomalies noted. Visual eval noted one of the screw holes on the plate exhibited extensive signs of damage to the threads. In addition, damage to a lesser degree, consistent with field usage, was also seen in the threads of the other three holes. Due to the damage exhibited on the screw holes on the plate, exact measurements could not be obtained.